Event description:
During testing, it was reported that the attachment over-heated. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed gritty bearing and foreign debris contamination. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated.